Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower extremity veins. An angiojet solent omni catheter was used for venous thromboembolism treatment. However, during the procedure, it was found that the air pump was leaking air and fluid that resulted an insufficient suction of blood clots. The procedure was completed after replacing another new device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
D4: lot number: batch/lot number was updated from 28223236 to unknown. Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy system. The pump number for the device is 28260506-021. The pump number was reviewed and confirmed to be from finished goods batch 28550538 or 28550539 which was not the original reported lot number of 0028223236. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 90 seconds in thrombectomy. The device ran within normal range, without any leaks from the device or any errors/alarms from the console. Inspection of the device presented no damage or irregularities. Product analysis could not confirm the reported leak or loss of aspiration.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower extremity veins. An angiojet solent omni catheter was used for venous thromboembolism treatment. However, during the procedure, it was found that the air pump was leaking air and fluid that resulted an insufficient suction of blood clots. The procedure was completed after replacing another new device. There were no patient complications reported and the patient's status was stable. Good faith effort was performed and confirmed that that the correct device was returned.